Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During the case, the vessel sealer¿s e-100 power button and instrument led were both red after connection. Customer had powered off the e-100 generator and continued the case using vessel sealer extend on erbe. Log review showed error 25913 with parameters 0x0000000d and 0x00000017. Customer declined to power the e-100 back on to confirm if the error persisted. Fse replaced the e-100. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The e-100 was analyzed and error 25913 was confirmed on the system logs, but visual inspection found no related problems. The e-100 was tested on a golden printed circuit assembly system, operated normally, and test firing completed without errors. After 10 manual power cycles, the e-100 functioned correctly with no red lights. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable cause of error 25913 is attributed to a faulty e-100 generator. This error indicates low voltage differential signaling communication parameter out of range or bad command. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called an isi technical support engineer (tse) and reported that the vessel sealer extends (vse) both are red. Caller detailed the e-100 power button and instrument led both red after instrument was connected to e-100. Prior to calling caller has powered off e-100 and proceeding with case using vse on the generator. Error 25913 was observed in logs. Caller declined powering the e-100 back on to determine if error persists. A field service engineer (fse) to follow up. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Isi followed up with the initial reporter and obtained additional information. Please refer to section a.

Event description:
Refer to h11 for follow-up information.